Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose displayed as high on the continuous glucose monitor (cgm). Cause was unknown. Customer administered a correction injection via mdi. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed for the battery depletion issue and the alleged issue was verified. The failure investigation for the high bg issue has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.